Event description:
The reporter stated that the tubing snapped off at the connection to the transducer resulting in an unspecified blood loss. This occurred when the pt was moved in the ICU. The patient's blood pressure dropped as a result of the blood loss. The stopcock was turned off, the line changed and the patient's blood pressure returned. No further testing or treatment was indicated.